Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Item number: (B)(4), item name: biolox delta head, lot #: 811690; item number: (B)(4), item name: biolox delta taper adaptor, lot #: 638920; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown shell, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised with open reduction and internal fixation on approximately one month post-implantation due to stem subsidence and periprosthetic fracture after experiencing a fall.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device was not returned. Device history record (DHR) was reviewed and no discrepancies were found. After review of op notes and CT scan, which stated the hip arthroplasty appeared in appropriate position, the likely cause of the periprosthetic fracture was the patient fall. The reason for the fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.